Event description:
Cytyc 5-6cm spherical mammosite rts applicator catheter was installed in physician's office. Mammosite balloon that was placed for brachytherapy "popped" after patient had gone home. Balloon was replaced in office and product returned to manufacturer for evaluation and replacement. Both balloons were the same lot number. First balloon was filled with 100ml and the second balloon filled with 80ml. (Capacity is 125ml for both balloons).